Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a blood glucose value of 59 mg/dl and a perception that the system was dosing insulin too aggressively; the user had not been consistently announcing meals and was advised to perform a factory reset due to adapted meal learning and then resumed standard use with meal announcements. Symptoms included hypoglycemia accompanied by confusion/ disorientation and muscle weakness. Outcomes included oral carbohydrate administration and resolution without medical intervention or hospitalization. Investigation included technical support troubleshooting, user education, and a guided factory reset followed by device reinitiation. Investigation of this case revealed use-related factors, specifically missed or reduced meal announcements leading to algorithm adaptation and subsequent aggressive insulin dosing behavior. It was concluded that the event was related to user interaction with the device¿s learning features, and that resetting the device and restoring usual meal announcements should mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.